Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was received for evaluation. Visual and functional testing were performed. The tamper seal and labels were all intact and the device was damaged. The event history log (ehl) showed high alarm displayed: downstream occlusion. The reported problem was duplicated during a functional check; the pump was found to be "not recognizing cassette" issue during the investigation. Fluid ingression was found on the pump which was causing the issue. The root cause was deemed to be customer damage. According to the date found in the pump's event history logs, the pump had been in use for three months prior to being returned for servicing. Actions were taken to mitigate the reported issue: replaced downstream sensor.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited a not recognize cassette". No adverse effects were reported.